Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On june 24th, 2019 information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy had stopped working for them. This started ¿about (B)(6) 2019. They saw the manufacturer¿s representative on (B)(6) 2019 where the program was changed to program 1. The patient saw the representative again on (B)(6) 2019 where the program was changed to program 2. The patient was still not getting results and their symptoms were getting worse since the programming change. The patient was assisted with increasing the stimulation on program. They were redirected to follow up with their healthcare professional (hcp) if the symptoms did not improve with the increasing the stimulation. There were no further complications reported or anticipated. On august 20th, additional information was received from the patient. The patient reported that his doctor advised him to change from program 2 to program 3. The patient stated that he was getting better therapy relief than he was before, but he was not quite there to the right settings. The patient mentioned that he would feel the stimulation when he increases at first, but then that feeling will fade. On the call, the patient did not have a program 3 on his device. During the call, it was noted that stim was on. The patient changed from program 2, 2.4v to program 4, 2.1v and he could feel the stimulation a little bit more and will monitor his symptoms. The patient stated that he changed from program 2 at 1.9 to program 2 2.4 on july 19th and he got some improvement but did not think he is getting adequate improvement. The patient was redirected to their healthcare provider (hcp) if the problem did not resolve. No further complications were anticipated/reported.